Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary > the device associated with this report was received for examination. Physical evaluation of the returned instrument was able to identify dullness of the device. Cutting surface is dull to the touch, is not as sharp as first distributed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
The surgeon notes the reamers are dull and need replaced. No reported surgical delay or patient consequences.